Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted customer troubleshoot the au5800 clinical chemistry analyzer over the phone. The cts recommend replacing the sample probe and sample syringe. The cause of failure was identified as malfunctioning sample syringe and sample probe. The customer replaced the sample probe and sample syringe which resolved the issue. No further issues were noted. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
Customer reported the au5800 clinical chemistry analyzer generated erroneous high patient results for glucose. The customer did not provide patient data or demographics. There was no report of change to treatment, injury, or death associated to this event.